Event description:
Pt reported obtaining back-to-back glucose results of 398 mg/dl and 121 mg/dl on the advantage system. Pt indicated that at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.